Event description:
It was reported that the customer was in a fight and the insulin pump was broken. It was stated that the customer is hospitalized due to the fight; not due to high blood glucose. Blood glucose value is 527 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).insulin pump received with cracked and bleeding lcd glass, display window missing, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.